Manufacturer narrative:
Follow-up # 1 ¿ (10/20/2014), the patient¿s meter has been returned on 9/13/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter displayed an unknown ¿error¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began ¿last fall.¿ the patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. No symptoms were specified; however, the reporter alleged the patient went to the emergency room (ER) and was administered ¿fast acting insulin¿ as treatment. The reporter did not specify blood glucose results obtained with the ER/ hospital meter. At the time of troubleshooting, the cca walked the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.